Event description:
Lead was explanted due to a decrease in sensing.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. As the lead was damage a complete electrical analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.